Manufacturer narrative:
The reported complaint of "saline bag empty and suspected leak from the solex 7 catheter (lot # 165035)" was confirmed during the functional testing of the returned catheter. A water emission/leak was observed from the in luered port during lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Upon visual inspection, observed kinked at proximal end of serpentine balloon. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Dried blood residue was observed inside the balloons and in distal, medial, and proximal luered tubings. Functional leak test of the returned catheter was performed. All lumens were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the in luered port during lumen crosstalk test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaint reported for solex 7 catheter with lot number 165035.

Event description:
During ivtm therapy, the customer noticed the 500ml saline bag was empty. It is unknown if the thermogard ivtm system generated an "air trap warning" alarm or displayed any error message, however; it was noted that it is functioning properly. No saline fluid was observed on the thermogard console, patient bed or floor. A leaking solex 7 catheter (lot #165035) was suspected. The solex 7 catheter insertion was smooth into the patient's right jugular vein by an experienced physician with zoll disposable products. The solex catheter dwell time was 24 hours. Patient completed treatment, and was in the maintenance phase of treatment at the time of the event. No consequences or impact to the patient.